Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that a cuvette wash manifold valve was failing intermittently; the fse replaced the cuvette wash manifold to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system intermittently generated "cuvette not dry" errors. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.